Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 69.5mm abdominal aortic aneurysm. It was reported that during the index procedure, after implanting the main body and contralateral limb. Ballooning was applied to proximal, distal and overlap zones. A control angiography was performed and an endoleak was seen. To determine the type of endoleak, the physician made several selective angiographies. The physician thinks that it is a type 3b endoleak , not a type 2 or type 1a endo-leak but is not sure. The procedure was then completed. As per the physician the cause of the event is that it is a type 3b endoleak caused by main body but is not sure. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films provided; however, the cause and type could not be fully determined. Lack of pre and post-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and appreciation of the stent graft in vivo c onfiguration. While a type iii fabric endoleak cannot be ruled out, a type iii fabric endoleak would be less likely to have occurred at index. Analysis of the returned films did not reveal any obvious anatomical factors that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Additional information received; it was reported there has been no post-operative CT performed and the type of endoleak has not been determined yet. The physician believes it is an endoleak that would not lead to rupture. Therefore as the patient had medical issues (bladder ca) , the physician wants to wait until treatments are performed for the patients heath problems. A4. Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.